Event description:
It was reported to tyco/healthcare/kendall in 2002 that there had been 4 needle sticks. Details revealed that only 3 needle sticks occurred at user facility. It is believed that the user was not lifting the door to assure the needle would drop. It was also reported that the door to the sharp box had no difficulty in movement. Treatment to needle stick individuals was not released. Actual samples will not be returned, but pictures forwarded.